Manufacturer narrative:
Product analysis: the product has not been returned for analysis, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a dissection of the iliac artery was reported and percutaneous transluminal coronary angioplasty (ptca) was performed to obtain hemostasis. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was reported that following the dissection, two stents were placed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.